Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the back upholstery is coming apart at the seams where it attaches to the back upholstery.